Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a high blood glucose and was not feeling right for a few days and was admitted into the hospital. The customer's blood glucose at time of incident was 360 mg/dl. The customer's current blood glucose is 267 mg/dl. The customer treated for their high blood glucose with the insulin pump prior going to the hospital. The time and date of hospitalization: (B)(6) 2017 at 2:00 pm. The customer was treated with an IV drip in the hospital. The customer reported four visits to the hospital. Troubleshooting was performed. The insulin pump is working as designed.